Event description:
It was reported that a vns patient underwent a generator replacement surgery on (B)(6) 2016, the impedance after surgery was ok (4863 ohms). High impedance was observed during the diagnostic test the day after. Lead issue or a pin insertion issue was suspected. X-ray was taken in the facility and this was reviewed by the physician, but no disconnection or broken lead was observed. The doctor preferred to replace the lead too. The patient's vns system was tested upon the connection of the new lead to the existing generator and the system diagnostics returned the impedance results within the normal limits (1367 ohms). No x-ray was received by the manufacturer for evaluation the explanting facility discarded the explanted device; therefore, no analysis can be performed. The review of manufacturing records confirmed that the device passed all functional tests prior to distribution. The review of the available programming history revealed high impedance observed on (B)(6) 2016.